Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - patient underwent a transvaginal hysterectomy, bilateral salpingo - oophorectomy, sacrospinous vaginal suspension and anterior and posterior repair with posterior insertion of a non-davol mesh. On (B)(6) 2004 - patient was implanted with a bard flat mesh in the vaginal wall. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, and defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney's report alleges that during an unspecified pelvic procedure the patient was implanted with a bard flat mesh. No specific device failure was alleged and medical records have not been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and no evidence was found of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.